Manufacturer narrative:
.

Event description:
The following information was reported to gore: on an unknown date, this patient was treated during an open surgery with a bifurcated prosthesis for an abdominal aortic aneurysm. On (B)(6) 2018, the patient underwent an endovascular procedure with gore® excluder® endoprostheses to treat a pseudoaneurysm of the right common iliac artery which had developed at the anastomosis connecting the vessel and the right limb of the previously implanted graft. For this reason, a trunk-ipsilateral leg component rlt231416 was advanced through the existing graft to be deployed at the intended location. However, having performed initial deployment of the rlt component, it was realized that the aortic neck length had been misjudged. The endoprosthesis had been placed too low and it was therefore not possible to cannulate the contralateral gate. As the position could not be corrected, it was decided to fully deploy the ipselateral leg which nevertheless excluded the pseudoaneurysm in the right common iliac artery. To ensure distal blood supply on the left patient side, the common iliac artery was plugged and the patient received a femoro-femoral crossover bypass from right to left. A conversion to open surgery did not take place. The patient tolerated the procedure.